Event description:
It was reported that patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. The patient was doing well postoperatively and the explanted device components were not returned. No device malfunction was suspected. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred ten years prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: sc-2108-50m model: sc-2108-50m serial: (B)(6) batch: 11735/10592.